Event description:
During routine testing of the device at the service center, the quality engineer observed an "f0a0" error code message upon start up of the monitor. The monitor was originally returned for repair due to inaccurate readings when the "f0a0" error code was found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.